Event description:
A d type deflectable tip decapolar catheter did not completely deflect at the distal tip making it very hard to access the coronary sinus. The proximal end did deflect but not the distal four poles. A new device was used and functioned properly. The procedure was successful. ====================== health professional's impression======================this catheter was determined to be defective because when a second, new catheter was used, it worked fine.